Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The customer declined to have philips service the device. No further information can be retrieved from the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an oxygen sensor and flow failure. There was no patient involvement.